Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow up, a red warning screen was displayed on the programmer indicating the device required immediate attention. Device data was submitted to technical serviced for review. The alerts from the device were for long charge (lc) time and charge timeout (CT). Engineering analysis determined the device was unable to complete a full charge on two occasions and cannot be guaranteed to deliver shock therapy. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure.

Event description:
It was reported that during a routine device follow up, a red warning screen was displayed on the programmer indicating the device required immediate attention. Device data was submitted to technical serviced for review. The alerts from the device were for long charge (lc) time and charge timeout (CT). Engineering analysis determined the device was unable to complete a full charge on two occasions and cannot be guaranteed to deliver shock therapy. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. Additional information was received indicating the device was explanted and replaced about two months later. No additional adverse patient effects were reported. The location of the explanted device was not reported, and a request was made for the local sales representative to obtain this information.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.